Event description:
Unit alleges blood leak. Hcp reports leak occurred shortly after initiation of dialysis. Confirmed with positive hemastix. New dialyzer and lines placed up. Patient suffered no ill effects. Treatment safely finished.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.